Event description:
It was reported that the zimmer dermatome was skipping.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.